Event description:
It was reported that this pacemaker system exhibited thousands of atrial tachy response (atr) episodes which were due to the device oversensing noise. It was noted that there were also approximately one hundred ventricular events. Lead measurements were indicated to all be within normal limits. The pacemaker device, right atrial (ra) lead and right ventricular (rv) lead were explanted and replaced. The ra and rv leads are not boston scientific products. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).